Event description:
Pt (who is a physician) received a contigen implant in 1999. Pt reported erythema and swelling at the skin test site in 2000, with concomitant, lower abdominal pain and arthralgia. These signs and symptoms have occurred intermittently at intervals of approximately one week and duration of 2-3 days.